Event description:
It was reported that patient had impedances on both leads. The patient underwent a revision procedure wherein the leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7074784. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 525667.